Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the shaft of a 3.0x08mm multi-link 8 balloon expandable stent system (bess) fractured while trying to cross the lesion. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties cannot be determined; however, detachment of the device (shaft separation/break) may be attributed to several factors including, but are not limited to, catheter damage from manufacturing or kinks/bends from handling during preparation/use of the device. Kinks/bends to the shaft can lead to weakening of the stent delivery systems (sds) material such that subsequent application of force or further handling/manipulation can cause a separation. In addition, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device interacted with the anatomy during advancement resulting in the reported failure to advance, ultimately causing the reported shaft separation/break and kinked support mandrel; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.